Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a bioprosthetic ortic valve, implanted approximately for nine (9) years and five (5) months, underwent a valve-in-valve procedure due to severe valve degeneration with severe aortic stenosis. He had an aortic valve area of 0.78cm2. A tavr was successfully performed with an edwards transcatheter valve. Post-procedure, the mean gradient was noted to be 40mmhg. In view of this, balloon inflation was performed using a 26mm true balloon inflated completely and post-procedure, the mean gradient was noted be a 6-7mmhg. The patient tolerated the procedure well without any complication. He was transferred to the open heart recovery unit in stable condition. He was also discharged home on pod #1 in stable condition.